Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the patient was connected to the nkv-550 ventilator when the nurse heard an unfamiliar alarm sound. Upon arriving at the patient's bedside, the nurse noted that the ventilator had spontaneously turned off and was in the process of restarting. While the ventilator was turned off, the nurse removed the patient from the ventilator, and the patient was manually ventilated. Once the ventilator restarted, the nurse reconnected the patient to the ventilator. There was no patient harm. The logs confirmed that it was a momentary cpu reset, with ventilation recovery occurring within 19 seconds.